Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, a "ventilator service required" (evt_battery_not_charging_fault) code was found in the ventilator's downloaded error log. The technician recommended replacing the device's system board to address the issue. No further investigation is required at this time additionally, the device's particulate filter is contaminated, and the filter(s) and filter cap were replaced.